Manufacturer narrative:
This report is filed january 22, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient developed swelling and redness at the suture line, 3 weeks post-implantation. On (B)(6) 2016 a procedure was performed to drain pus from the implant site. On (B)(6) 2016, a procedure was performed to explore the surgical site. It was discovered that the receiver stimulator body had extruded and the electrode array had migrated from the cochlea. Attempts to re-insert the electrode array were unsuccessful, and subsequently, the device was explanted. The patient was placed on IV antibiotics post-operatively for a duration of one week. It is unknown if there are plans to re-implant the patient with a new device, as of the date of this report, january 22, 2016.